Manufacturer narrative:
Device evaluated by MFR: the unit returned with its original pouch. The unit returned has distal tip damaged, distal tip bent and stretched. Overall length could not be performed due to device condition. Outer diameter (od) of the distal tip, middle of the device and proximal section was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire removal difficulties were encountered. The target lesion was located in the tibial artery. When a .018 non bsc support catheter was advanced over a 300cm, 8cm v-18¿ control wire¿, the catheter became stuck on the wire. Moreover, the tip of the catheter sheared off in the patient. A .018 non bsc bard balloon catheter was then advanced over the same wire which also had trouble removing back over the v-18¿ control wire¿. The v-18¿ control wire¿ was then removed and completed the removal of the balloon with a different .018 wire. Subsequently, the physician opened the patient to removed the sheared off tip of the previous non-bsc support catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire removal difficulties were encountered. The target lesion was located in the tibial artery. When a .018 non bsc support catheter was advanced over a 300cm, 8cm v-18¿ control wire¿, the catheter became stuck on the wire. Moreover, the tip of the catheter sheared off in the patient. A .018 non bsc bard balloon catheter was then advanced over the same wire which also had trouble removing back over the v-18¿ control wire¿. The v-18¿ control wire¿ was then removed and completed the removal of the balloon with a different .018 wire. Subsequently, the physician opened the patient to removed the sheared off tip of the previous non-bsc support catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status was okay.